Manufacturer narrative:
Company rep evaluated the system and found a blown fuse in the wireless transceiver's repeater. The repeater had to replaced and recalibrated.

Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affected telemetry monitoring. No pt injury was reported.